Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient developed an infection around the abutment site and was treated with oral antibiotics (B)(6) 2014. The implanted device remains.

Manufacturer narrative:
(B)(6).correction: the correct catalog # is 92128; not 90430 as previously reported.this report is filed april 29, 2014. The implanted device remains.